Manufacturer narrative:
Only 1 strip was returned for evaluation. Without the full product returned, we are unable to confirm the reported issue. A review of manufacturing records for the provided potential lot numbers found no discrepancies. Based on the information provided, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The sample has been returned for evaluation. Two potential lot numbers have been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the distributor, a 10 pk of surgical patties contained 11. There were no reports of delay or patient harm.